Manufacturer narrative:
Investigation results: one pneupac ventilator was received device in good condition. The manometer was not physically centered. Also, the gauge needle resting position was outside the +/- 2 cmh2o tolerance. These observations confirmed the customer's complaint.

Event description:
It was reported that the customer received the pneupac ventilator with a bad/damaged gauge reading following a previous repair order.

Manufacturer narrative:
Correction: the initial report for MFR number 3012307300-2019-03779 was generated in error. This report is not an initial report. The initial report has already been filed under MFR number 3012307300-2018-08493. This report with MFR number 3012307300-2019-03779 is therefore a duplicate of the initial 3012307300-2018-08493. There is a follow up report 3012307300-2018-08493 which documents the results of a device investigation. Please refer to MFR 3012307300-2018-08493 for this supplemental report.